Event description:
The manufacturer received information alleging a ventilator's lcd screen was dim. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was found to be blank. The device's lcd screen needs to be replaced to address the issue.